Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that both the mcs20 devices' clips would not feed. There was no consequence to the patient.